Manufacturer narrative:
Initial.

Event description:
It was reported that a user on an insulin pump believed they received too much insulin and noted high insulin sensitivity with approximately 20 units used in 24 hours. Symptoms included hypoglycemia. Outcomes included no hospitalization and no reported injury beyond transient hypoglycemia. Investigation included review of available information and attempted follow-up for troubleshooting and education, with no alerts or alarms reported. Investigation of this case revealed insufficient information to identify a device malfunction or use error, and no device component issue was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.